Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023. On (B)(6) 2023 the firm was made aware that the patient required an MRI for an unrelated condition and the nalu system was not conditional for that procedure. A full system explant was performed on (B)(6) 2023 in order to allow the patient to receive the MRI.

Manufacturer narrative:
There are no allegations of system or device failure and patient reports receiving good therapy prior to explant. The surgical procedure was performed in order for the patient to receive an unrelated medical test.